Event description:
The customer reported that the access 2 immunoassay system generated erroneous elevated accutni above the acute myocardial infraction cut-off or one patient sample. The erroneous result was not reported out of the laboratory; hence, the customer did not receive any report of patient. The sample was serum collected on (B)(6) 2011 at 00:08 and spun at 3000g for ten minutes at 20°c and loaded onto the system by 00:37. Per customer, upon visual inspection the sample was clear and only ¾ full in the primary tube. The sample was repeated and lower results within the normal reference range were obtained. On the day of the event field service engineer (fse) was dispatched and found crimped off dispense probe on the wash arm containing a significant volume of dried wash buffer. Although pre-analytical factors contributed to this event, no clear root cause could be determined for this event.